Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. A microscopic examination of the balloon presented no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to nominal pressure of 6atm. The inflated balloon was measured from the proximal markerband to the distal markerband (which is at the balloon cone transitions). The balloon length met specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the balloon appeared outside the markerbands. The target lesion was a 95% instent restenosis of an unknown manufacturer's stent located in the circumflex artery. A 4.0x9mm maverick 2 balloon catheter was used to dilate the lesion at 12atm for 10seconds. During the first inflation it was observed that the balloon was longer than the markerbands. The balloon catheter was removed from the patient and was measured at 17mm outside of the patient. No patient complications were reported and the procedure was completed with this device. The patient's status is stable.

Event description:
It was reported that the balloon appeared outside the markerbands. The target lesion was a 95% instent restenosis of an unknown manufacturer¿s stent located in the circumflex artery. A 4.0x9mm maverick 2 balloon catheter was used to dilate the lesion at 12atm for 10 seconds. During the first inflation it was observed that the balloon was longer than the markerbands. The balloon catheter was removed from the patient and was measured at 17mm outside of the patient. No patient complications were reported and the procedure was completed with this device. The patient¿s status is stable.

Manufacturer narrative:
(B)(4).